Manufacturer narrative:
The event occurred on an unspecified date, "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "black fluffs" were observed within the line of an unspecified quantity of small volume folfusors. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5. B5: the reported issue was found in four (4) devices, visible within the packaging or line. H4: the device was manufactured from july 2, 2019 - july 3, 2019. H10: four (4) devices were evaluated. A visual inspection was performed via the naked eye and found only two samples had reddish-brown particles, embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc) material via spectroscopy testing. Pvc is the raw material of the device tubing line. No "black fluff" was found on the devices. The reported condition was verified as reddish-brown particles for two (2) devices. The cause of the particulate could not be determined. The reported condition was not verified on the remaining two (2) devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.